Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that post paced t wave oversensing was observed on the ventricular channel via merlin.net transmission. Patient was asymptomatic. Programming changes were made and the oversensing was resolved.